Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that insulin pump had pump error alarm. Customer was able to clear the alarm successfully and also were able to rewind. Customer stated that pump alarmed shortly after inserting a new battery. No harm was required during medical intervention. The insulin pump will be returned for analysis.